Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump received a compromised force sensor alarm. The customer stated that pump does nothing else and insulin doesn't come out at all. The customer stated that troubleshooting is not possible. The customer stated that pump was dropped the drive support is not damaged. The customer was advised that we are a replacement pump.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support disk. Unable to perform occlusion, prime and excessive no delivery test due to a33 alarm; however, the insulin pump passed operating current, a21 error test and displacement test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.